Event description:
It was reported that the user experienced high blood glucose after eating birthday cake and other sweets without announcing the meal to the ilet, resulting in a glucose level of approximately 300 mg/dl; there were no device component issues identified and no device problem was characterized due to insufficient information. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included insufficient information regarding longer-term impact, and no alerts or alarms were reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.